Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the r19 resistor was defective on the defibrillator board. The cause of the inability to complete testing is the defective resistor. The root cause of the defective resistor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.